Manufacturer narrative:
Batch record review, complaint review by lot / master bulk lot, and retained testing were completed. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. (B)(4).

Event description:
Event 1 of 2 - (B)(4) on vision. Customer reporting one event of false negative result to anti-a microwell of the forward portion of mts abd/rev gel card with sample that was later ID to be subgroup of a2b when tested initially on vision analyzer. Testing performed using mts abd/rev card lot # 060719037-17 and 0.8% affirmagen lot # 8a024. Daily qc performed and acceptable. Additional details (include start date, frequency, observations, sample ID/reagents etc. As needed): testing performed on (B)(6) 2019. Sample ID: na. Customer reported sample from (B)(6) female with no prior history was tested on vision on (B)(6) 2019. Initial result of blood type from vision showed the following result: anti-a= 0; anti-b = 4+; anti-d =4+ control =0; reverse a1-cell=0 and reverse b -cell=0. (Forward as group b with a reverse of group ab). Card was brought to review rack for review. Because of abo discrepancy, testing was repeated in manual gel method and again saw the same result. Customer then tested sample in tube method and showed the following: anti-a= 2+ ( mixed field); anti-b = 4+; anti-d =4+ control =0; reverse a1-cell=0 and reverse b -cell=0, indicating possible group a2b rh positive. Additional testing using a1-lectin was negative. Actions already performed by contact: tsc recommend customer repeat testing using manual gel method with increase incubation to enhance the reaction due to low titers, hence the reason for no reaction. Tsc followed up with site and indicated with increase incubation at room temp in manual gel method, showed no reaction. Tsc discussed with customer the limitation of mts testing with gel cards and subgroups. As per the ifus: the mts anti-a and anti-b reagents may not detect some weak subgroups of the a and b antigen. The use of the mts anti-a,b (monoclonal) card may better detect these weak antigens. Customer agreed with discussion. Only reporting incident for documentation. Expects no follow up. No further action required.